Manufacturer narrative:
Investigation conclusion: the customer's complaint of discrepant results with tni was not replicated with in-house retain testing of triage cardiac lot t15243rn with an in-house calibrator. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Failed correlation on cardiac tni lot t15243 vs hospital hstni during validation study. No further patient information was provided. Hospital lab method name not provided; critical cutoff not provided. Customer has not established a cutoff for the triage meter method yet only being used for validation purposes.